Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the reservoir compartment and battery compartment and high bg found on (B)(6) 2022. Missing retainer ring. Unable to perform displacement test and occlusion test. The pump passed rewind test, basic occlusion test, force sensor test. Pump error occurred during self test. Pump failed display test portion of the self test due to loosen connectors on the u1 chip. Successfully downloaded pump's history files and traces using thus. Pump error variable 3 found on (B)(6) 2022 at 05:48:54.00 due to loosen connectors on the u1 chip. Toggled on/off and increased and decreased volume with the audio feature and there was an absence of audio. Pump was cut open for visual inspection and found moisture on pcba 1 and pcba 2. Test p-cap unable to lock properly into the reservoir compartment. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, missing display window/cover, broken battery tube threads, cracked case (battery tube), corroded battery tube. Missing/damaged retainer ring confirmed. Cosmetic damage at the reservoir compartment and battery compartment confirmed. Pump error variable confirmed due to loosen connectors on the u1 chip. Audio/vibrate anomaly confirmed due to loosen connectors on the u1 chip. The pump did not meet specifications due to corroded battery tube and p-cap not locking into reservoir compartment properly. Pump did not pass full dry test. Unable to confirm high bg. The insulin pump involved in this event is the ngp 640g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back of the pump, battery side and reservoir side. No harm requiring medical intervention was reported. The product was returned for analysis.